Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. The customer stated that the reservoir had leak on first and second ring, retainer ring was cracked. Insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.